Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for unknown indication. It was reported the patient was charging every week versus every 3 weeks. This started about 6 months ago. The patient was redirected to their healthcare provider (hcp). No patient symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer 12/07/2018. It was reported that the patient notified the hcp about the recharging more frequently (B)(6). The patient's weight at the time of the event was 160-180 pounds. The circumstances that led to having to recharge more frequently was the patient had turned the device up. The issue was not resolved, the patient just charges once or twice a week. No further complications were reported/anticipated.